Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/29/2022, it was reported by a sales representative via email that an ar-3632sp self-punching fibertak inserter broke during insertion. Surgeon opened another ar-3632sp self-punching fibertak which was inserter through the sleeve for stability, it also broke. All broken fragments wee removed and a corkscrew anchor was used to completed the case. This was discovered during a procedure shoulder scope on 4/29/2022.